Event description:
While testing for a heart defect in a child, the device broke in the middle of the flexor material and frayed. A 55 cm 5 french sheath was used to deliver a vascular plug in a male pt. The vascular plug suggests using a 6 french guiding catheter of a 5 french for delivery. The delivery went smoothly. However, when the sheath was pulled out of the aorta, the vessel spasmed and resistance was felt. The dilator and wire were out back in and sheath pulled back. Resistance felt and then a "pop" sound was heard. The coating on the sheath had snapped and the braiding began to unravel ( snapped into two pieces). The remains of the sheath were pulled out through a 6 french sheath placed in the opposite side. Pt is fine.

Manufacturer narrative:
Event evaluation: still under investigation.